Event description:
Patient has experienced a 20% increase in seizures since vns implant. It was reported that the patient is not able to use magnet to interrupt seizures because seizures begin in right arm which keeps them from swiping the device. Additionally, it was reported that the patient no longer has auras since vns implant.